Event description:
A burdick automatic external defibrillator made by cardio science corp exploded in my pickup truck causing minor damage to the interior of the vehicle, but no personal injuries. Cardio science investigators and saft investigators determined that a manufacturing defect in the weld of one of the lithium batteries caused the explosion. I was informed by cardio science that a MDR event was submitted to the FDA, but I could not find any report on your adverse events (maude) database.